Manufacturer narrative:
Date of event: estimated as the date of event is unknown.

Event description:
It was reported via social media that cardiac arrest occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was attempted to be implanted. During the procedure, the patient's heart stopped. Cardiopulmonary resuscitation (CPR) was performed, and paddles were used to combat the cardiac arrest. The procedure was cancelled as a result of this event.